Event description:
Sorin group received a report stating when starting delivery of the cardioplegia, an error message 433 appeared and the pump stopped. The pump was restarted after power cycling and the procedure was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6) hospital in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report stating when starting delivery of the cardioplegia, an error message 433 appeared and the pump stopped. The pump was restarted after power cycling and the procedure was completed without further issues. There was no report of patient injury. The involved pump has been retained by the hospital. Without the pump for evaluation, the root cause of the problem cannot be determined. A follow-up report will be filed if the pump becomes available or if any additional information is received.